Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 3/3 of their automated peritoneal dialysis therapy-per initial report, the hp had disconnected the transfer set from the patient line of the home choice set during dwell 3/3. When the hp returned the homechoice machine had advanced into drain 3/3. The hp reconnected themselves to the setup and received the system error 2240 message. Baxter's tsc assisted the hp in ending therapy early. No patient injury or medical intervention was associated with this incident, per the hp's nurse.